Manufacturer narrative:
On 6/14/2021, it was reported to mentor that the patient experienced capsular contracture baker grade IV on the left breast implant and baker grade ii on the right breast implant . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/13/2021, it was reported to mentor that the patient experienced baker grade ii capsular contracture on the left side. On (B)(6) 2021, a statement was added to the product evaluation: ¿mentor conducted a visual inspection of the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.¿ manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/26/2016, during evaluation of the sample it was observed to be intact. No additional anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 15, 2022. The patient has fully recovered. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture concomitant medical products: a mentor memorygel breast implant 450cc , catalog 3504501bc, serial number (B)(4), lot 7548322. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 450cc and experienced capsular contracture baker grade IV on the left breast implant. As a result, the patient had undergone removal and replacement with mentor breast implant on (B)(6) 2019.